Manufacturer narrative:
The device was received in the not deployed position. No components were observed to be damaged. The download data shows that the device ran for 21 pulses with no timeouts, drive stalls, or alarms. Based on the data, the device transitioned to pod state 15 during first prime. The cause of this deactivation could not be conclusively determined. After being reset, the device completed both first and second prime and delivered a 5 unit bolus with no issues.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the pink slide did not move forward and the cannula was not visible. The patient's blood glucose levels were not provided. The pod was not worn.